Event description:
The affiliate reported a customer who experienced "at the end of the sterilization of semi-new karl storz devices had the sheath completely wrinkled." The affiliates reported that the sterilization printouts which the hosp sent showed suspicious cycle times (over 66 minutes, while normal cycle time for short cycle is 54 minutes). Per the affiliate: these complaints relate to problems with the reprocessing of instruments. The devices were ot used on pts.

Manufacturer narrative:
Conclusion - this issue has been addressed with a customer letter related to correction and removal. Reference MDR 2084725-2008-00752.